Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. The physician stated that there was no association between the atrium products used in this study and the adverse events reported, but as atrium cannot rule it out, this event is being reported out of an abundance of caution. According to the study, the results support the ch-evar procedure is a valid and immediately available alternative in the treatment of complex abdominal aneurysm repair. The use of atrium's covered stents trended a twofold reduction in type 1a endoleaks. Continued monitoring of patients undergoing endovascular repair is necessary particularly given the high comorbidities associated with this disease process. Associated files: 1219977-2015-00270, 1219977-2015-00273, 1219977-2015-00274, 1219977-2015-00275.

Event description:
Article received: collected world experience about the performance of the snorkel/chimney endovascular technique in the treatment of complex aortic pathologies. The pericles registry. Annals of surgery. Volume 262. Number 3. September 2015. The study involved the retrospective review of clinical and radiographic information on 517 patients treated by snorkel/chimney grafts from 2008 to 2014. Overall 898 chimney grafts (49.2% atrium balloon expandable stents) were placed in 692 renal arteries, 156 superior mesenteric arteries and 50 celiac arteries. Per the study, 67 patients had post operative kidney injury.